Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the reported phenomenon was occurred due to the objective lens of the device was broken by impact on the distal end of the device.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the insertion tube surface of the device partially peeled off. The device was returned to sorc. Olympus inspected the device at the service department of olympus and found that there was no objective lens at the distal end of the device. Partial peeling of the insertion tube surface of the device is not a MDR reportable malfunction.